Event description:
Patient presented with 25mm neck length, 20mm diameter, 30 degree angulation, 112 mm in length from renal artery to aortic bifurcation, 11mm diameter iliac arteries on left and right. Access and deployment of a bifurcated device and a 25 mm proximal extension were uneventful. Three months post implant, a computed tomography scan revealed that the proximal portion of the proximal extension appeared collapsed and the inner lumen of the cuff is thrombosed. Blood flow to the distal part of the bifurcated stent graft and into the iliac arteries is maintained through a small flow of blood between the proximal cuff and bifurcated stent graft. The patient was converted to open repair with explant of all devices.

Manufacturer narrative:
A review of preoperative computed tomography scans concluded that the patient anatomy did meet the inclusion criteria per the instructions for use. However, upon review of the postop computed tomography scans, it appears that the proximal extension was deployed between the proximal stent struts of the bifurcated device during the original procedure on (B)(6) 2010, therefore, eventually causing the compression and lack of patency. After the devices were explanted on (B)(6) 2010, the devices were inadvertently discarded; therefore, no conclusion can be drawn. The device was manufactured according to endologix specifications. Based on the review of the event information available, manufacturing records, and previous reports, there is no evidence that this complaint is due to a manufacturing issue and no additional specific corrective action or preventative action is warranted at this time. This report is being submitted based on a retrospective review of legacy vigilance reports.